Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not start up. Upon troubleshooting fse found that suite pc was unable to power on, as indicated by the power indicator light remaining off despite the input power supply being 230vac and confirmed defective suite pc. To resolve this issue, fse replaced suite pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.